Event description:
Product analysis was completed on the returned lead. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A lead fracture was not confirmed on the returned portion of the lead. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. A half set of setscrew marks was found near the end tip of the connector pin, indicating the lead connector had not been fully inserted into the cavity of the pulse generator at one time. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time the lead connector pin was inserted completely, and a good mechanical and electrical connection was present. Canted spring indentations were observed on the connector ring surface. The lead connector was inserted completely in the header of a pulse generator returned with the lead (1000-300066). No anomalies preventing the connector pin from being fully inserted into the generator were noted. Though not conclusive, an improper lead insertion may be a contributing factor for the reported high impedance.

Event description:
Patient was seen in clinic and presented with high lead impedance and was referred for a surgical consult. There was no reported patient trauma. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent a full revision due to high impedance and the explanted devices were received. Pr0duct analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.955 volts, and the memory locations on the generator indicated that 50.158% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse condition found with the pulse generator. Product analysis is still underway for the lead.